Event description:
It was reported that this right atrial (ra) lead was dislodged. During the revision procedure meant to correct the dislodgement, it was noted that the ra lead had skin tissue in the electrode end, in consequence, the physician decided to explant this ra lead. Another ra lead was successfully implanted. No additional adverse patient effects were reported.